Manufacturer narrative:
D10: (B)(6), 170-40-93 - biolox delta femoral head 40mm od, -3.5mm, (B)(6), 01-030-42-0640 - alt xle lnr extcov g6 40, (B)(6), 160-00-15 - pf stem tapered plasma sz 15, (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm, 10002062438 45135-38h-17 - 17-4 flex drill m 4.5x38 lenkbar. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient experienced pain and a loose acetabular cup. As a result, the patient underwent a right hip revision approximately 11 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the reason for the revision reported cannot be confirmed from the information provided but may be the result of acetabular loosening. The reported acetabular loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.